Event description:
A past low blood glucose event was reported by the customer, with the lowest level at 40 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Tandem technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting blood glucose levels.